Manufacturer narrative:
Product event summary: analysis could not confirm or reproduce the reported event. The programmer was able to boot with no issue. The programmer interrogated a device. Reports printed with the programmer printer and an external printer with no fault found. Programmer passed incoming tests. It was verified that both the power supply and the system fan are functional. Programmer was left on for over 2 hours with no overheat message.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID r2067l rf (radio frequency) head. (B)(4).

Event description:
It was reported the programmer was running super slow and would not print as well after being powered on for the whole day. It was also reported the programmer overheated. When powered on the next day after the programmer had time to cool, it printed without any issues. It appeared the back left fan was not working. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.